Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports a bifurcated karl storz fiber optic cable (3.5mm diameter) was connected to a new mlx light source (delivered (B)(6) 2016). The other end of the cable was connected to a benjamin-havas light clip. Nurses noted that a burning odor was produced during use - shortly after connection to the mlx. The end of the cable that connects directly to the mlx port is where the problem occurred. This same situation developed on the same day with a different mlx (also new -delivered (B)(6) 2016). The same karl storz bifurcated cable (3.5mm) was connected to the mlx. Once again, the burning odor originated from the end of the cable that directly connects to the mlx and this occurred not long after the cable was connected to the mlx. Biomed was able to replicate this situation in their office. The same kind of storzcable was attached to the mlx; the other end of the cable was not connected to an instrument. Biomed could detect a burning odor after several minutes. On (B)(6) 2016 biomed reports the device was not being used during any procedures. Will not provide further information. Number 1 of 2 related complaints.

Manufacturer narrative:
On 9/6/16 integra investigation completed. Method: failure analysis, device history evaluation results: failure analysis - it has been confirmed with the customer that the mlx 300w xenon lightsource related to this complaint will not be available to return to integra for evaluation. - integra luxtec mlx 300 watt xenon light source user manual under "precautions" advises: "take precautions to verify that the fiber optic cable is appropriately suited for the light source. Xenon and other high illumination light sources require premium fiber optic cables in order to achieve optimal performance and prevent damage to the fibers, thereby diminishing the quality of the light output or the useful life of fiber optic cable. Use only fiber optic light guide cables with the correct proximal fitting for your turret and approved and tested for compatibility with high intensity xenon lamps of 300w or higher". - the karl storz information and product use guide indicates that the 3.5mm cables are not specified as a performance cable. Device history evaluation - nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order / manufacturing change order history: none. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: the karl storz fiber optic cable, bifurcated is not approved for use with the integra luxtec mlx 300 watt xenon light source.